Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the right atrial (ra) lead was connected to the device and showed no capture. An x-ray confirmed the ra lead had dislodged. The lead was disconnected from the device, repositioned higher up in the right atrium, and reconnected to the device. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.